Manufacturer narrative:
Good faith efforts were performed. Additional information was received from the customer biomedical engineer (biomed) and reviewed. As the staff was obtaining vital signs, the cords were pulled and the x3 monitor fell off the dock. It was confirmed the docking station/battery sled was a philips product and the mounting arm of the monitor does not swing over the patient bed, but it can reach the edge of the bed. There was no visible damage to the x3 or docking station, though the larger host monitor did display measurements so staff thought the x3 was successfully docked; however, it was indicated by the biomed that the x3 was not docked properly. It was indicated the patient developed a hematoma and an ultrasound was performed due to the patient's profound thrombocytopenia, revealing a subgaleal hematoma. Every two-hours, neurological checks were performed, and additional labs were drawn for platelet counts and coagulation status. The patient received a platelet transfusion shortly after the incident (B)(6) 2025. The patient appeared sleepier, and their anterior fontanelle appeared fuller; therefore, a head CT was performed, and neurosurgery was consulted, diagnosing the patient with a concussion. A repeat head ultrasound was performed two days later (B)(6) 2025 due to lethargy, revealing a decrease in the subgaleal hematoma. The patient had platelet transfusions to keep platelets above 50,000 until (B)(6) 2025. The patient remains hospitalized and continues to recover, as it relates to their previous diagnosis and treatment plan. It was indicated that there does not appear to be any permanent harm at this time. The device was confirmed to be operating per specifications and no failure was identified; the issue was caused by the x3 not being docked properly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: serial number is not available at time of report, as the customer was unable to provide this information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 monitor indicating that the x3 monitor was not locked in place properly and fell into the crib, striking the patient's forehead. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.